Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500s mg/dl). The customer changed the infusion set multiple times. The customer reported to have been prescribed a steroid prednisone in the last week and the customer suspected this to be a possible cause of the high bg. A pump system check was performed and no device issue was observed. The customer was to contact a healthcare provider regarding the high bg level.